Event description:
A tee revealed valvular and paravalvular leakage with an abscess at the annulus. The following day, the valve was explanted and replaced with a bio conduit. Intraoperatively, a large abscess was observed and the sjm valve was completely removed form the annulus.